Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was damaged, and it was not working. The procedure was aborted-no patient involvement with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument had the conductor wire dislodged from the connector pin, on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 2.5" which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The probable root cause is attributed to the manufacturing process. If the conductor wire is shorter than the specification it can get dislodged from the pin on the instrument¿s energy identification board, located inside the housing at the proximal end of the instrument, as the instrument gets used over time.